Event description:
It was reported that the patient underwent pipeline embolization procedure and readmitted to the hospital one week later due to severe headaches. The patient showed negative imaging studies, treated for the pain and released from the hospital in stable condition.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).